Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital h6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with the bd preset¿ arterial blood collection syringe, blood leaked out of the syringe. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: due to the condition, arterial blood was collected for blood gas analysis. After drawing arterial blood from the patient's inguinal artery, it was found that the blood flowed out from the green piston end and came into contact with air, which affected the test results. The arterial blood collection device was replaced, and the blood was drawn again and sent for examination.